Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the right ventricular (rv) lead was broken. Reprogramming was performed to turn off the lead. The lead remains implanted. No patient complications have been reported as a result of this event.